Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
(B)(4)-device evaluation: the cartridge was returned to animas and tested by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the returned cartridge did not find any damages or defects. A leak test was performed on the returned product. No leak was observed from the lure connector, o-rings or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a site/set/cart (air bubbles/leak) issue. Reportedly, the patient noticed air bubbles in the system. The patient stated that there was no damage to the cartridge and the lure lock was secured between the infusion set and the cartridge. Review of cartridge usage techniques indicated that the instruction for use was followed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.